Event description:
It was reported that customer experienced pump issue where battery discharged too quickly. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, and original pump was planned to be returned to distributor and manufacturer for evaluation, with no additional outcome information available at time of report.